Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx was implanted. A grade b dissection was reported.

Manufacturer narrative:
Additional information: patient has a medical history of hypertension, hyperlipidemia, atrial fibrillation, positive functional study. During the index procedure, one resolute onyx was implanted in the rca. If information is provided in the future, a supplemental report will be issued.